Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks due to supraventricular tachycardia (svt). There were 12 inappropriate bursts of anti-tachycardia pacing (atp) and 5 electric shocks, after which therapy was exhausted. Technical services (ts) reviewed the episode and discussed that likely the ventricle was greater than the atrium and there was one beat missed due to functional undersensing where the p-wave fell at the same time as the premature ventricular contraction (pvc). Programming recommendations were provided. The ICD remains in service. No additional adverse patient effects were reported.